Manufacturer narrative:
Additional information: b5, g3, h3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, three days after the catheter was implanted, during an ongoing continuous venovenous hemodialysis (cvvhd) session, the catheter detached from the fixation plate and the ring, despite the sutures being tight and the retaining plate being attached to the skin. This caused it to slip out of both the ring and the puncture site. This resulted in relatively large/heavy bleeding, and immediate reinsertion of the catheter was necessary. The patient was not delirious, nor was the mechanical stress on the catheter unusually high. Fortunately, no catecholamines ran through the third lumen (which was quite common when using this catheter). Nothing unusual was observed on the device prior to use. There were no underlying medical conditions that could have contributed to the catheter dislodgement. No part of the fixation plate failed or broken; the issue was solely dislocation. Besides the reported issue, no other visible defects or damages were found on the product at the time of the event. Flushing was done prior to use, and nothing special occurred. No other products were used with the device, and no excessive force was applied. Desmanol was the cleaning agent used. As a remedial action and required medical intervention, the catheter was explanted and replaced the same day with another from the same lot and same product ID. The treatment was not completed. There were 500 milliliters (ml) of blood loss, but a blood transfusion was not required. The patient was stable right after the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, three days after the catheter was implanted, during an ongoing continuous venovenous hemodialysis (cvvhd) session, the catheter detached from the fixation plate and slipped out of the puncture site. This resulted in relatively large bleeding, and immediate new application was necessary. The catheter had detached from the fixation plate and the ring on it, and thus dislocated. The patient was not delicate, nor was the mechanical load on the catheter unusually high (e.g., when a patient pulls on it or tries to get out of bed due to delirium). Fortunately, no catecholamines ran through the third lumen (which is quite common when using this catheter), but there was heavy bleeding, and immediate reinsertion of the catheter was necessary. Nothing unusual was observed on the device prior to use. Besides the reported issue, no other visible defects or damages were found on the product at the time of the event. Flushing was done prior to use, and nothing special occurred. No other products were used with the device, and no excessive force was applied. Desmanol was the cleaning agent used. As a remedial action and required medical intervention, the cat heter was explanted the same day and replaced with another from the same lot. The treatment was not completed. There was 500 milliliters (ml) of blood loss, but a blood transfusion was not required.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. It was reported that there was a catheter migration issue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.